Event description:
It was reported that this pacemaker was unable to be interrogated with the remote home monitoring equipment. Extensive troubleshooting was performed; including providing the patient new remote home monitoring equipment, however, an interrogation was unable to be completed. Technical services (ts) referred the patient to their physician/clinic and recommended having the radio frequency (rf) settings checked in the device with a programmer in clinic. No adverse patient effects were reported. This device remains in service. The physician plans to see the patient for an in-clinic device interrogation on an unknown future date. Additional information has been requested. However, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to be interrogated with the remote home monitoring equipment. Extensive troubleshooting was performed; including providing the patient new remote home monitoring equipment, however, an interrogation was unable to be completed. Technical services (ts) referred the patient to their physician/clinic and recommended having the radio frequency (rf) settings checked in the device with a programmer in clinic. No adverse patient effects were reported. This device remains in service. The physician plans to see the patient for an in clinic device interrogation on an unknown future date. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this device reverted to safety mode. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker was unable to be interrogated with the remote home monitoring equipment. Extensive troubleshooting was performed; including providing the patient new remote home monitoring equipment, however, an interrogation was unable to be completed. Technical services (ts) referred the patient to their physician/clinic and recommended having the radio frequency (rf) settings checked in the device with a programmer in clinic. No adverse patient effects were reported. This device remains in service. The physician plans to see the patient for an in clinic device interrogation on an unknown future date. Additional information has been requested, however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this device reverted to safety mode. Surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The product has been received for analysis.

Manufacturer narrative:
This report is being filed to correct field h6: device codes from the previous submitted report.